Event description:
Same case as MDR ID# 2134265-2012-02526. It was reported that during an angioplasty treatment procedure, guide wire entrapment occurred. The stenosed target lesion is located in the minimally tortuous left peroneal artery. The physician advanced a 3.0mm x 150mm x 150cm sterling balloon catheter over a non bsc guide wire and was inflated to 6atm for 2 minutes and the balloon was deflated. After angiography the physician attempted to move the balloon on the wire was unsuccessful, the device and wire were removed from the patient as one unit. The non bsc guide wire was able to be removed with force from the sterling catheter outside of the patient. The wire was then rinsed off and reintroduced to the intended lesion. A 3.0mm x 150mm x 150cm coyote balloon catheter was then advanced over the guide wire, inflated to 8atm for 2 minutes and the balloon was deflated. An attempt to move the balloon on the wire was unsuccessful, the device and wire were removed from the patient as one unit. The procedure was completed using a new guide wire and a sterling balloon catheter. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated my manufacturer: the coyote catheter was received with no original packaging and an unidentified guidewire. The inner shaft was buckled 10 mm from the proximal edge of the distal markerband. There was no other damage to the catheter. The inner diameter (ID) of the inner shaft was measured at both ends, which is within specification. The outer diameter (od) of the guidewire was measured and was consistent with a .014" guide wire. Functional testing was performed by loading the guidewire into the tip and advancing through the inner shaft of the catheter encountering resistance. The guidewire would not advance past the location of the inner shaft damage. The wire presented no evidence of any coating irregularities or damage that could contribute to tracking difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).